Event description:
It was reported that the patient had two breakthrough seizures since being implanted and the patient's mother believed the seizures were caused by new triggers not present before the implant surgery. The physician stated that in the past the patient periodically had seizures where they could not identify the triggers and did not think they were caused by vns. However, the patient has not been evaluated by the physician for this current event. Also, the physician's nurse stated the patient's medications were recently adjusted. No additional or relevant information has been received to date.